Manufacturer narrative:
H3 other text : the device is not available for evaluation.

Event description:
It was reported during left ica (internal carotid artery)stent assisted coil embolization procedure, when the subject stent was being advanced in the catheter, big resistance was encountered, and it deployed prematurely at the proximal of microcatheter. The catheter and subject stent were replaced, and the procedure was completed with no clinical consequences to the patient.

Event description:
It was reported during left ica (internal carotid artery)stent assisted coil embolization procedure, when the subject stent was being advanced in the catheter, big resistance was encountered, and it deployed prematurely at the proximal of microcatheter. The catheter and subject stent were replaced, and the procedure was completed with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was found to be deployed and deformed. The stent delivery wire (sdw) and the stent introducer sheath were not returned. Functional testing was unable to performed as the stent was found to be deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during the analysis. The reported stent difficult/unable to advance or pullback through catheter could not be duplicated; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on analysis results. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patients anatomy was described as 'moderately torturous'. The device was analyzed and the stent was found to be deployed and deformed. The sdw and stent introducer were not returned. It is probable that the severely tortuous anatomy may have caused damages to the device and the reported issues. An assignable cause of procedural factors will be assigned to the reported and analyzed event of the stent deployed prematurely during use, and to the reported event of the stent difficult/unable to advance or pullback through catheter and to the analyzed damage of the stent deformed as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.